Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that there was no scale marking on the device where the volumetric are readable. The following information was provided by the initial reporter: at 15:20 on august 22, 2023, the nurse in the 11th ward took blood gas analysis for the 1110-bed patient, took a new arterial blood collection device, and observed that the product with intact outer packaging was within the validity period. However, after unpacking, it was found that the blood gas syringe had no scale mark and could not identify the amount of blood sample drawn, so it could not be used. Replace the arterial blood collection device with a new one immediately. No similar problems were found in subsequent operations.